Event description:
The customer reported the high voltage cable is coming loose. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and repaired and tightened the high voltage cable. System operates as intended. This MDR is related to ge healthcare complaint.